Manufacturer narrative:
(B)(4). The device is not available for evaluation. Should any additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that there was air in the patient line of an automated pd set with cassette. This occurred during the initial drain cycle of the homechoice device. The technical services representative (tsr) advised the patient to end therapy and start over with new supplies. The patient stated that the homechoice did not alarm for air and she did not see any obvious reasons for the air. There was patient involvement; however, no patient injury or medical intervention was reported in association with this event. Additional information was requested and is not available.